Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a reddish fluid leak underneath the air mix temperature control (amtc) module of the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) flushed the probe wipe chamber and vacuum chamber. The fse flushed the path from the flow cell to differential chamber. The fse also found the nucleated red blood cell (nrbc) mixing chamber had overflowed. The fse bleached and flushed the nrbc chamber and solenoids. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe chamber, vacuum chamber, differential chamber, nucleated red blood cell chamber. (B)(4).